Event description:
After insertion of a valeo tlif cage, an impactor was used to further the cage into the disc space, and turn it. At this time, the tip broke clean off the impactor. The tip was retrieved from the patient in one piece. It was a conventional case and use of the instrument. The surgeon moved on with the case without further incident. No harm to the patient.

Manufacturer narrative:
Ctl amedica is currently conducting a retrospective review of potential mdrs from previous years as part of our ongoing compliance efforts. During this review, an incident from 2023 - originall documented internally as not reportable - was re-evaluated and determined to meet the criteria for MDR submission. As a result, this report is being submitted on may 29, 2025, to address the 2023 incident in accordance with our updated assessment. It is important to note that no patient harm has been reported in connection with this incident. Original engineering conclusion: the tip that broke is a part that experiences wear and tear and is intended to be replaced after wear and tear occurs. This incident is a case of normal wear and tear from repeated use of the instrument, which is a known failure mode of the device (low risk). No patient harm occurred.